Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 8. Number of persons adversely affected: 0.

Event description:
A site representative reported that, while in a spinal fusion, the image acquisition displayed inverted than intended. It was noted that the orientation was properly selected prior to the image acquisition. It was reported that the imaging system was restarted with the interface (umbilical) cable disconnected. Once re-connected, a second image acquisition was performed with resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.